Manufacturer narrative:
One device was returned for evaluation. Visual inspection found all labels intact and no physical damage. Delivery accuracy testing was performed and found the pump within manufacturing specifications. Based on the evidence, no root cause was determined as there was no fault with the device.

Event description:
It was reported that the device was overinfusing. No patient involvement was indicated.